Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead and the implantable pulse generator (ipg) depleted sooner than anticipated. The lead remains in use and the ipg was scheduled to be replaced. No patient complications have been reported as a result of this event.